Event description:
The customer reported that the system failed to allow fluoroscopic exposure and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and associated hv cables were evaluated and replaced. The hard disk drive was also identified as requiring replacement. The system was tested and found to be working as intended and returned to service.